Manufacturer narrative:
The distributor performed the evaluation and any required repairs.

Event description:
It was reported by the distributor that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.